Event description:
It was reported that the patient died approximately five months post procedure. No other information is available.

Manufacturer narrative:
Death date - (B)(6)-2010, exact date is unknown. Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The patient outcome of death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.